Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) in advance evaluation patient reported that they have not had a bowel movement since she had the procedure. Patient said that she had two bowel movements that came with diarrhea cramps patient also reported that they felt pain in her incision site and when she flexes her foot it sends a shooting pain. Additional information was received and patient reported that it is very hard for her to urinate. She will have an urge but sit there for a long time before any urine comes out. She stated that when she does urinate only a few drops come out. Patient stated that she had gases on 7/13-7/14. Patient is on program 4 and 5 and stimulation set at 5.2v no further complications were noted or anticipated.